Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device would not open fully at the mid sectioned. It was stated that the pipeline flared initially but then would not open. As a result the device was recaptured and removed with the microcatheter from the patient. The patient was undergoing surgery to treat an unruptured, saccular aneurysm in the ica. A dual antiplatelet treatment was administered, and post procedure angiography showed as good. The devices were prepared as indicated per the IFU. The pipeline was not positioned in a bend, was resheathed less than or equal to 2 times, and had less than 50% of it deployed before it failed to open. There were no related patient symptoms. Ancillary devices include a phenom 27 microcatheter.